Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the cable issue resulted in the system being unable to boot up. There is no report of pt injury or death.